Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Reportedly, the pump display turned on after charging, however, the display was white with three vertical lines. The customer's blood glucose level was 173 (mg/dl). The customer stated they would use manual injections as alternate insulin therapy.